Event description:
It was reported that the patient developed an infection. The left ventricular (lv) lead was removed with the rest of the pacemaker system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).